Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported via the manufacturer representative that the battery was too close to the spine and was causing significant pain. It was stated that they had recharging issues as well so the implant was going to be replaced. The issue was not resolved at the time of the report as surgical intervention was planned but had not been scheduled.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the patient was scheduled to have surgery on (B)(6) 2018. The patient was going to have the battery moved and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). The rep reported that the battery replacement with pocket revision was completed on the day of the report and the existing leads were used. No further complications were reported.